Event description:
It was reported that it was not possible to get the stent to the lesion site therefore, the stent delivery system was removed. Upon removal resistance was met. Once the delivery system was inspected from the pt was noted that the stent was missing. Reportedly, the lesion site had not been adequately predilated prior to the attempt to place the stent. A dilatation catheter was then advanced in order to dilate the lesion further. Upon removal of this dilatation catheter, the lost stent was found on the shaft of the catheter.